Manufacturer narrative:
Brand name - the correct brand name is tyvek® pouch with sterrad® chemical indicator. Common device - the correct common device is self seal pouch. Catalog number - the correct catalog number is 12420 lot number - the correct lot number is 90338-13015.

Event description:
A customer reported the tyvek® pouch with sterrad® chemical indicator did not change color correctly after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of tyvek® pouch with sterrad® chemical indicator not changing color correctly.

Manufacturer narrative:
Correction: the load was reprocessed. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot, and system risk analysis (sra). ¿ per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. ¿ the sra indicates the risk associated with a quality problem with no impact on safety is "low." ¿ trending analysis by lot number was reviewed from 03/01/2016 to 08/28/2016 and trending was not exceeded. The product was not returned; therefore, no visual analysis was performed. However, images were sent that confirm the ci not changing color. The cause of the issue cannot be verified as the supplier stated all specifications were met before release of the lot and lot trending did not identify any anomalies. Therefore, it is unlikely there was a functional issue with the tyvek roll and information about the unit was not provided. The issue will continue to be tracked and trended.